Manufacturer narrative:
This report is submitted on march 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site and was subsequently treated with oral antibiotics for a duration of 10 days (date not reported).